Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer pulled back on the plunger pulling air in the syringe, then pushed the plunger back down with the needle not in the vial the customer noticed liquid come back out of the needle tip. During troubleshooting with tandem technical support, the customer was advised that the liquid would have been the medical grade silicone based lubricant that the manufacturer of the syringe puts on the plunger. There was no impact to the customer's blood glucose level. It was indicated that the customer was able to load a new cartridge successfully.